Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly recovered from surgery. The external visual inspection revealed cut silicone overmold along the electrode lead and missing contact pads on some electrodes. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing electrode migration. The recipient is a poor performer. Revision surgery is scheduled.

Manufacturer narrative:
Programming adjustments were made, however, the issue did not resolve. The recipient's device was reportedly explanted.